Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, in stent restenosis occurred. In (B)(6) 2012 the patient presented for planned intervention for in-stent restenosis of a previously placed 2.75x8 mm promus drug eluting stent located in the left anterior descending artery (lad) and was referred for cardiac catheterization. The 95% stenosed and 20mm long target lesion was located in the distal lad with a reference diameter of 3.0mm. The target lesion was treated with direct stent placement of the 24mmx2.50mm ion stent, resulting in 0% residual stenosis post dilation. In november 2012 the patient presented with recurrent episodes of non-sustained ventricular tachycardia. The patient received aicd shock and the patient was hospitalized on the same day. Subsequently, the patient was referred for cardiac catheterization. The 70% focal in-stent restenosis of the previously placed 24mmx2.50mm ion stent located in the distal lad and the 50% in-stent restenosis in mid lad were treated with cutting balloon angioplasty from mid lad extending to distal lad using a 3.25x6mm unknown manufacturer¿s cutting balloon, resulting in 0% residual stenosis. A few days later the event was considered as recovering/resolving and the patient was discharged.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).